Manufacturer narrative:
Patient demographics information has been requested. No demographics information has been received from the site. A medtronic representative inspected the imaging system on-site. The investigation could not duplicate the symptom during the service visit. The system log files of the occurrence showed low voltage errors and switch 4 errors indicating a possible hand switch issue. A power supply was ordered and replaced, which resolved the issue. A full system checkout was performed following replacement of the power supply, and all tests passed. Full system functionality was confirmed and the system was returned to service. Part return has been requested. No part has been returned to the manufacturer for evaluation. No further issues have been reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system entered stand alone mode, and would not fully boot up. The image acquisition system (ias) was also reportedly making a beeping sound. The system was rebooted several times without resolution. The use of medtronic imaging and navigation was discontinued because of this issue, and the procedure was completed successfully with a c-arm after a 10 minute delay. The patient was not impacted. No additional details were reported.

Manufacturer narrative:
Patient information now provided.

Manufacturer narrative:
The power supply for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.